Manufacturer narrative:
The affected device was analyzed on site and the logbook was available for a detailed investigation. The error could not be reproduced during the device analysis. Based on the logbook entries, it could be confirmed that the device performed a warmstart on july 1, 2022. Based on the stored error code, a temporary deviation in the memory storage electronics of the control panel, from which the program code is executed, was the cause of the warmstart. The warmstart fixed the deviation in the memory.the device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters.the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed on a patient. The user became aware of the problem by a long beeping noise. The device was then replaced. No patient injury was reported.